Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2000 ohms) and a high capture threshold measurements. The physician elected to perform a rv revision procedure. During the procedure, damage was also noted to the device header. The device was explanted and the rv lead was capped and both products were replaced to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis and the rv lead remains capped and out-of-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies, besides header scratches consistent with tool use. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2000 ohms) and a high capture threshold measurements. The physician elected to perform a rv revision procedure. During the procedure, damage was also noted to the device header. The device was explanted and the rv lead was capped and both products were replaced to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received. The rv lead remains capped and out-of-service.